Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified de novo mid left anterior descending artery. The lesion was pre-dilated with 2.0x8mm and 2.5x8mm unspecified balloons to 10 atmospheres. The 2.5x23mm xience alpine stent delivery system (sds) was advanced and the stent was deployed; however, while removing the sds a dissection was observed at the distal end. A 2.5x8mm drug eluting stent was used to cover the dissection. Timi iii flow was good without any residual stenosis. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.